Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully due to dvt, post filter implant. It was alleged that the filter was perforated, unintended movement and the patient reportedly experienced pe and transient ischemic attack. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year post filter deployment, patient had dvt and pulmonary embolism and the patient was started on coumadin therapy. The physician finally concluded that was probable embolic transient ischemic attack. Approximately nine years post filter deployment, CT revealed the anterior vena cava filter tip is at the level of l4 approximately 3cm distal to the right renal vein. The left anterior legs of the ivc filter appears to extend into multiple anterior para spinal veins. There was a left lateral anterior limb which abuts the lateral wall of the aorta at the level of the origin of the right common iliac vein. That appeared to extend into the aorta by approximately 1mm. Therefore, the investigation is confirmed for unintended movement and perforation of the ivc. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned. Medical records were provided and reviewed. Approximately eight months post deployment, the patient admitted in hospital due to diagnosis of bilateral lower extremity dvt and pulmonary embolism. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided.